Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 42 and blood glucose was 105 mg/dl. Customer treated with too much food based on sensor reading and blood glucose elevated to 489 mg/dl. Customer treated high blood glucose with a bolus delivery. Customer continued to calibrate and received a calibration error alarm troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised to turn sensor off for two hours to allow sensor to stabilize.